Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the time and date reset to default when the battery was removed from the pump for less than 24 hours. This malfunction is being ruled out based on the following: because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The reporter stated that the patient had a blood glucose (bg) of 1.5mmol/l with confusion, blurred vision, and difficulty walking. The patient was hospitalized and treated with insulin via injection, IV fluids, and food/drink. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: dates in total daily dose history are incongruent. Black box shows time and date resetting to default following a por at 5:37am (B)(6) 2007; time was manually set to 9:37pm (B)(6) 2007. Daily insulin delivery totals appear inconsistent due to time/date issue. The pump passed delivery accuracy test and found to be delivering within required specifications. Pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery (bt1) found to be leaking. Display is dim with a red hue. Battery compartment cracked alongside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(4).